Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock tip of a clearlink luer activated valve came "undone". It was further described by the customer as "when screwing the extension set to the IV (intravenous) catheter, it was noted to fall out and not secure or screw on correctly". This was identified at an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.